Event description:
An ophthalmic surgeon reported a system message was displayed and the system would not form the vacuum during a procedure. Following a 20 minute delay, an alternate system was used to complete the procedure. Corneal edema was noted post-operatively.

Manufacturer narrative:
The company representative examined the system and replaced the backplane pcb (printed circuit board) assembly, the u/s (ultrasound) driver pcb, and the power supply assembly. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause was not determined. (B)(4).